Event description:
The customer reported that during use of this disposable cannula in a shoulder arthroscopy, a piece of the inner seal broke off in the shoulder joint. The surgeon retrieved the detached piece of the cannula without difficulty, and the surgery was completed as intended without injury.

Manufacturer narrative:
Investigation results: conmed linvatec received this cannula for eval. An investigation remains in process. A follow-up report will be sent upon completion of the investigation.